Manufacturer narrative:
The patient's age and gender have been requested but not received. Additionally, no catalog or lot number was provided; therefore, no manufacturing or expiration date could be determined.

Event description:
It was reported that the patient presented with an unspecified epistaxis and was treated with a rapid rhino epistaxis device. After insertion, the patient reportedly began gagging and rebleeding. Upon examination, it was found that the left nasal pack had become displaced. Attempts to follow up on the patient's subsequent treatment and condition were unsuccessful. No further information is available.